Event description:
It was reported that "after having the stryker replacement, I have a squeak in my knee. Doctor says he has never had a pt with this. No pain no hindrance in motion but as I walk or bend knee or move, it has a very distinct squeak like it needs wd 40. Could you please advice as to what this might be? And any suggestions as to what we might be able to do about it."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.